Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an unknown xience stent was deployed approximately one and a half years ago in an unknown coronary artery. Recently, the patient returned with stent thrombosis. It was not reported how the thrombosis was treated. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: date of event, catalog# and lot#, implant date, manufacturing site. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, angina, thrombosis and ventricular fibrillation are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Updated event description: it was reported that the procedure on (B)(6) 2015 was to a 75% stenosis in the proximal right coronary artery (rca). A 2.75 x 12 mm xience xpedition stent was deployed and post-dilated with a non-abbott balloon at 24 atmospheres (atm). The xience xpedition stent was confirmed to be well apposed via angiography and intravascular ultrasound (ivus). On (B)(6) 2017 the patient experienced chest pain and lost consciousness in an orthopedic hospital while waiting for a surgical operation the next day. Cardiopulmonary resuscitation (CPR) was performed; however, during CPR, st segment elevation and ventricular fibrillation (vf) were observed. Coronary angiogram (cag) and percutaneous coronary intervention (pci) were performed. During cag, thrombosis was observed in the xience xpedition stent. An aspiration catheter was used; however, it would not reach the thrombus inside the implanted stent. The in-stent thrombus was not aspirated, but blood flow was improved to timi 3. The lesion was dilated with a non-abbott balloon at 14 atm. The physician stated that there was no correlation between the implanted xience xpedition stent and the adverse event. The event occurred because the dual antiplatelet therapy (dapt) was interrupted prior to the surgery planned on (B)(6) 2017. The patient started taking dapt again on (B)(6) 2017. No additional information was provided.